Manufacturer narrative:
Unit received with unresponsive down button due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unable to perform unexpected restart error test or verify displayable history check failed on startup alarm due to unresponsive button. Unit received with minor scratches on lcd window, cracked case at display window corners, belt clip slot, and battery tube threads.

Event description:
The customer's mother reported via phone call the insulin pump stopped working while they were on vacation. The insulin pump was exposed to moisture and alarmed unexpected restart and displayable history check failed on startup. She was able to clear the alarm but was unable to set up the time and date. The up and down arrow buttons were unresponsive. The customer was using a backup insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.